Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as unopened scratches and cuts on their skin. There was no alleged device malfunction contributing to the irritation. The patient¿s wife is a nurse and applied lotion for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.